Event description:
Pt succesfully used nine wafers. Upon using the tenth wafer, pt experienced a most frightening and nearly fatal incident. The wafer slid out from the denture and down pt's throat, blocking his air passage. With some help wife forced pt to gag and could then reach in and pull the wafer from the throat area. Pt suffers from advanced parkinson's disease and experiences, from time to time, excess salivation. Rptr feels this product should be contra indicated in any person with excess salivation. Anyone being alone and experiencing this would not survive the episode.